Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the infusion tubing was defective, having a different color, looking old, like used. The customer suffered hyperglycemias of 290 mg/dl, 220 mg/dl, and 190 mg/dl due to this. The reporter didn't know how to explain the problem, nor describe well what it is, but stated that the appearance of the catheter is abnormal, as if it was used, still in the sealed packaging.